Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the physician could not advance the stylet fully into the lead. Another stylet was tried and was also note able to be fully advanced. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.